Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had improperly disconnected from the setup during therapy. The patient later reconnected themselves to continue therapy. It was not reported how the alarm was resolved. Proper procedures were reviewed with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.